Event description:
It was reported that a bur tip broke during a procedure and was lost. There was no report of patient injury.

Manufacturer narrative:
(B)(4): the device has not been returned for evaluation. Method ¿ no testing methods performed. (B)(4).